Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tubes there was foreign matter in the tube(s) biological and non-biological. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "black spots were found on some tubes.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-mar-23. Investigation summary: bd japan received 4 samples and 4 photos were returned for investigation. The photos and samples were reviewed and the indicated failure mode for embedded foreign matter was observed. Additionally,100 retention samples from bd inventory, were evaluated by visual examination and the issue of embedded foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Embedded fm is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tubes there was foreign matter in the tube(s) biological and non-biological. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "black spots were found on some tubes."